Event description:
Procedure: gastrectomy. According to the reporter: the end of the eea orvil disconnected from the tube and was lodged in the esophagus. The surgeon sutured and did not use another device. A 25mm orvil was lubricated, placed into the pt's mouth as per usual, and passed through the cut end of the esophagus during an open esophageal resection. When the tubing reached the 20cm mark, it could not be advanced through the esophagus any further, and the anvil had already entered the mouth (prior to this point, there had been a small hang-up at the teeth which was resolved by the crna.) It was difficult to push orvil back out of the mouth, and it was not palpable in the hypopharynx or visible under laryngoscope. Attempts to remove it gently was not successful. When it was pulled, the anvil disengaged. The team used gi endoscope and the anvil was seen just below the hypo pharynx. Ent was able to retrieve the anvil intact with the tubing through the mouth. Manual suturing of anastamosis between the esophagus and the stomach was done. Blood loss was minimal in relation to this event. There was no obvious perforation of the esophagus from the anvil and no further report of complication.

Manufacturer narrative:
Date of initial report: 08/18/2009.